Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange. Also, after successfully booting up and reading data from the wand, the pit button lights red.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis results: upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange and the pit button changed to permanent red light after 2 minutes. The root cause of this issue could not be identified with certainty. However, it can be supposed that the root cause of this failure is due to damaged connectors on the home monitor. This case is recorded for trending purposes

Event description:
Reportedly, the status light of the home monitor remains orange. Also, after successfully booting up and reading data from the wand, the pit button lights red.